Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer, that the 60-6085-202a, vcare 200a ¿ large was being used during an unknown procedure on approximately on (B)(6) 2023 when it was reported ¿vcare balloon broken- large.¿. Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. The procedure was completed with a 15-minute delay, and the current status of the patient was reported as ¿patient is ok.¿. There was no report of injury, medical intervention or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer, that the 60-6085-202a, vcare 200a ¿ large was being used during an unknown procedure on approximately (B)(6) 2023 when it was reported "vcare balloon broken- large." Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. The procedure was completed with a 15-minute delay, and the current status of the patient was reported as "patient is ok." There was no report of injury, medical intervention or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Performed a visual inspection, the device had wire attached to the vcare. Performed a functional inspection, the complaint was confirmed. The handle was spinning due to inside components of the handle was broken. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor for trends through the complaint system to assure patient safety.